Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument that was used during this reported event; therefore, failure analysis (fa) investigations could not be performed. Isi received 3 black sureform 60 reload accessories to perform fa and did not replicate or confirm the customer reported complaint. Each of the reloads were returned in the original sealed and unused condition. Each reload was installed on to a in-house sureform 60 stapler instrument. The loaded stapler was placed and driven on an in-house system. The stapler with the loaded reload passed the recognition and engagement tests. The stapler moved intuitively with full range of motion in all directions. Each of the sureform 60 black reload accessories effectively deployed, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the reload was carried out, uncovering no further issues. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Instrument and system log reviews could not be performed due to insufficient product information. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the black reload accessory installed on a sureform 60 stapler instrument did not work. It is unclear if the staple line was incomplete; however, it was noted that the surgeon had to perform manual suturing. At this time, it is unknown what caused the event to occur. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.